Event description:
It was reported that the customer received a motor error alarm on the insulin pump during basal delivery and she went to rewind the pump and received a prime rewind alarm. The customer's blood glucose was 371 mg/dl. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer was not using the sensor feature on the insulin pump. She was not able to complete the rewind sequence and was advised to discontinue use and revert to a back-up plan. It was further stated that there was a hairline fracture on the top of the lcd screen. Nothing further was reported.

Manufacturer narrative:
The pump gave an alarm during the prime test, and gave a motor error alarm during the basic occlusion test due to a flushed/loose drive support disk. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a missing end cap sticker, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.